Event description:
Microlaryngoscopy with a laser excision of papillomata was performed. On the last shot of the laser, the endotracheal tube began to fire without a flame an was immediately removed. There appeared tobe a slight superficial burn on the left false cord. Patient was admitted for observation overnight and discharged the next day in good condition. The laser in use was a surgilase co2 laser-model 45. The wattage was a seven, the recommendfation for the endotracheal device is to have the wattage less than 25. 02 was at 40% and there isa caution for o2 use over 25%. The surgeon statedf he did not fire more than twice in the same area which is also a recommended caution. The tube did not completely melt through, it did discolor the tube. It was felt by the internal investigation by biomed that the device could not be clearly ruled out or ruled in as contributing factor.in april, 1990, ecri stated the xomed laser hield had been involved with several flames while being used with laser surgery. User error could not be ruled out or ruled in as wattage used was appropriate and o2 greater than 25% is a caution, not a recommended standarddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.